Event description:
On 9-9, 1997, the pt rec'd six shocks at home. He was taken to an ER and found to be in a ventricular tachycardia. The pt was externally cardioverted to a fibrillation and spontaneously reverted to a normal sinus rhythm. Interrogation of the ICD confirmed that six shocks had been delivered during the vt episode. Over the past eight mos pacing lead impedance ranged from 550 ohms to 720 ohms, and high voltage lead impedance ranged from 49 ohms to 61 ohms. This raised questions about the cpi lead and a possible ICD sensing/output problem. The decision was made to cap the cpi lead and replace the ICD. The ICD was explanted on 9-19, 1997.

Manufacturer narrative:
H.3 eval summary: device testing verified proper bradycardia pacing, antitachycardia pacing, and sensing functions. Accurate high voltage charging and defibrillation output was confirmed, as well as appropriate electrogram storage. Various general parameters including telemetry responses of the device were also tested and functioned appropriately. In conclusion, co's analysis found normal device characteristics. No sensing anomalies were observed during testing.